Manufacturer narrative:
(B)(4). Date sent: 06/03/2025 d4: batch #682c28 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45d reload was received partially fired 1/10 and with a tyvek. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 682c28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/23/2025. D4: batch #unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes. - if yes: did the device deliver any staples? No, the staples were not complete. - if yes, were the staples formed properly? No, the staples were not complete. - if yes, was the staple line complete? No, the staples were not complete. - did the device cut? Yes. - if yes, was the cut line complete? Yes, the cut line was complete. - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No, the cut line was complete. - was there any difficulty opening the device? No. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device gst45d with lot number 787c71; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the clips were locked. There was no patient consequence nor surgical delay reported. Additional information requested.